Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the gauze balls contained latex before surgery. The procedure type was unknown. There was no information about patient impact. Additional information has been requested but none received till date.

Manufacturer narrative:
Additional information provided in h.6. And h.11. As the customer did not retain the finished goods lot number, deviation history review and lot history could not be reviewed. The sample was not received at the investigating site for this complaint report; visual inspection could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. Follow up attempts were made to obtain the sample from the customer. A review of the reported pak's bill of materials (bom) could not be reviewed as the customer did not retain the affected pak information. A review of the deviation history report could not be reviewed as the customer did not retain the affected lot information. The application of the temporary deviation is unknown. A review of the systems, applications & products (sap) where-used parts list could not be reviewed as the customer did not retain the affected lot information. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. After the investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. No adverse trends have been observed associated with the reported product and event. Quality assurance will continue to monitor customer complaints via the complaint review meetings and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).